Event description:
It was reported that the pump screen was damaged. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and follow-up from technical support, and additional details about the outcome of the event were unavailable.